Event description:
It was reported that during the surgery, after placement of the plate and insertion of the sliding screw dhs, it was observed that the connection screw at the threaded tip was broken. When attempting to introduce the compression screw, it could not be inserted, leading to the deduction that a segment of the broken screw was lodged inside the dhs sliding screw. Multiple maneuvers were required to remove the dhs sliding screw, as it could not be extracted with the threaded guide. This resulted in a surgical delay of approximately 30 minutes. The procedure was completed by using a sliding screw of a different length, as the original could not be used, and the sliding screw was scratched during these maneuvers. The event was attributed to cold welding in the connection screw, which fractured upon release. The surgery was ultimately completed successfully with no consequences or impact to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.